Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is currently in the hospital because of high blood glucose. During high blood glucose troubleshooting, his blood glucose was 424 mg/dl and current is 303 mg/dl. He said that he felt nauseous and treated with syringes. He was advised that his symptoms sounded like he may have been in early onset diabetes ketoacidosis and was advised to change the entire set, reservoir and insulin per his doctor¿s instructions. The customer said that he was hospitalized on (B)(6) 2017 with the blood glucose of 424 mg/dl. The cause of his hospitalization was that he had pre-diabetic ketoacidosis. He was wearing the pump at the time of the hospitalization. He declined to check for leaks or air bubbles in the tubing or reservoir or for site/insulin issues. The customer also declined to check his settings. He said that the time was off by 4 minutes. The customer mentioned that he had an insulin flow blocked alarm multiple times before he was hospitalized. He was advised that he should change the entire infusion set. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.